Event description:
It was reported that approx. 7 months after implantation, an increase in the pacing threshold and a sensing decrease were observed. The lead was replaced without complications.

Manufacturer narrative:
The returned lead was extensively analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The cuts into the lead body found during the visual inspection 19 cm distal from the is-1 connector pin are probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.